Event description:
It was reported that after deployment of a coronary stent, difficulty was encountered removing the balloon catheter from the stent and retracting back into the guide catheter. Pt status is listed as "okay".